Event description:
During a laparoscopic radical prostatectomy, the ethicon harmonic scalpel jaw broke off while in use. The surgeon retrieved the pieces and confirmed complete removal of the instrument segments. A new scalpel was used for the remainder of the procedure. No apparent injury noted by the surgeon. The patient tolerated the procedure well, and had an uncomplicated post-op course. The instrument was saved for evaluation.